Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2018-00252: head; 3025141-2018-00253: neck.

Event description:
An arh slide-loc radial head replacement system was implanted in the patient on (B)(6) 2015. On (B)(6) 2018, the head portion of the implant system was removed (stem and neck remain implanted).